Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked, the device was not functional, and the patient could not announce meals, after which the patient disconnected from the pump and transitioned to back-up therapy while briefly remaining connected for basal delivery contrary to guidance. Symptoms included hyperglycemia to 250 mg/dl for about four hours without ketone testing, medical intervention, or other assistance, and the patient reported feeling okay. Outcomes included device replacement and continued glycemic management using rapid-acting insulin by pen at a carbohydrate ratio of 1 unit per 8 grams, with cgm available via the dexcom app or receiver. Investigation included review of the event details, counseling that the device would no longer be watertight, guidance to shut down the device, and arrangements for replacement and data backup via the mobile app and inspection of the returned device. Investigation of this device revealed physical damage to the user interface component rendering the device nonfunctional, which prevented meal announcements and routine therapy through the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage resulting in loss of functionality.